Manufacturer narrative:
Additional information was received that the patient was having a surgical hematoma. The patient was reportedly doing well.

Event description:
A report was received that hours following the implant procedure the patient developed a hematoma which was noticed on a postoperative computerized tomography (CT) scan. The patient underwent an explant procedure wherein the paddle lead was removed. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that hours following the implant procedure the patient developed a hematoma which was noticed on a postoperative computerized tomography (CT) scan. The patient underwent an explant procedure wherein the paddle lead was removed. No device malfunction was suspected.